Manufacturer narrative:
Product ID: 64001, lot# n669750, implanted: (B)(6) 2018, product type: adapter. Implant date has been corrected. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the rep stating the impedances were tested multiple times with the clinician programmer and tablet (same results). It was also reported they were not using that contact as the active contact in programming. The cause of the short was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of dystonia. It was reported the patient just had a replacement of their rechargeable ins (the patient elected to have the ins replaced as opposed to update longevity to 15 years). It was reported c-11 showed a short with 181 ohms. The caller stated impedances were normal the day prior. The caller explained the patient had 2 adaptors and they switched out the right one due to impedance issues and the impedance went up wo around 220 ohms. The caller indicated they had already tested the impedances multiple times. Impedances were: c-8 379, c-9 572, c-10 606, c-11 181, 8-11 461, 9-11 665, 10-11 671. The caller indicated the patient was programmed on c-10 at 210 pw, 185 rate around 3.4v. It was reported the patient was getting great therapy. No symptoms were reported. The caller was encouraged to continue monitoring impedances. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.